Manufacturer narrative:
(B)(4). Batch # r59x7h. Device evaluation summary: the analysis results showed that the cs40g device was received in good visual conditions and with a reload present. The reload was received void of staples, with the washer partially cut, with the drivers exposed and with the knife recessed below the cartridge deck. In addition, marks on the drivers were noted that appears to be of the staples. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. No conclusion could be reached on what caused the event reported. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an cancer of the rectum procedure, the stapler did not release staples. Stapler was replaced. Patient consequence was not reported.